Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 63 alarms on 06/02/2024 18:34:01.000, 06/02/2024 18:34:09.000 and (twice) on 06/02/2024 18:34:13.000 according in the error log file/detailed trace file. As per global logic analysis (esf#: (B)(4)), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. Please see below for pump errors/alarms noted 1 week prior to the event date 02-jun-2024 in the formatted history file. Lostsensor1alert (780) was found on: 05/29/2024 08:50:00.000. Stuck key alarm (61) was found on: 06/02/2024 18:32:49.000. Unable to test for lost sensor alert and stuck key alarm (61) due to critical pump error (open book image) alarm. Lost sensor alert and stuck key alarm (61) were unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display was not confirmed. However, unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 63 alarms. Pump error 63 alarm, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63(hardware low level failures), a critical pump error (open book image), and a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported receiving a pump alarm. The customer was not able to clear the alarm. The customer reported a blank display. The customer called back after receiving a new battery cap. The customer inserted a new battery with the new cap but the display did not return. The customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.